Manufacturer narrative:
(B)(4).

Event description:
Pt was revised to address tibial loosening and subsidence. Surgeon suspects that trumatch blocks caused the tibia to be cut into varus, causing the loosening and subsidence.

Event description:
Per the clinic, the patient experienced a decrease in performance. The results of an integrity test (B) (6), 2009 indicate normal receiver stimulator function with multiple electrode anomalies. Explant and reimplantation is planned, but had not taken place at the time of this report january 11, 2010.

Manufacturer narrative:
(B) (4).

Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis. It was reported that the buttons were unresponsive and the insulin pump alarmed button error. Nothing further was reported.

Manufacturer narrative:
Per the patient's surgeon, the device was explanted on (B) (6), 2010 and the patient was reimplanted with another device during the same surgery.(B) (4).